Event description:
It was reported (spain) the patient was not receiving consistent stimulation therapy from the drg system. Diagnostics of the patient's drg system showed high impedances and, reprogramming of the patient's system did not resolve the issue. Subsequently, the patient's physician decided to explant and replace the patient's lead. Postoperatively, the patient reported receiving satisfactory stimulation therapy.